Event description:
It was reported that an ilet user received an automated meal dose of approximately 14 units for a lunch of 54 g carbohydrate while the system was still adapting, which exceeded the user¿s typical 3¿4 units and followed a prior postprandial hyperglycemia; the user had a recent pattern of lows, and the current glucose was 240 mg/dl without symptoms. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview, review of pump use and dosing information, and troubleshooting and education by clinical support. Investigation of this case revealed use consistent with adaptive algorithm behavior with dose determined by prior glycemic excursions, and no device malfunction was identified. It was concluded that the event involved hyperglycemia and risk of subsequent hypoglycemia with cause unclear, and user education on carbohydrate ratio usage and fast-acting carbohydrate intake was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.